Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that two out of five paddle sets failed during opcheck. The device was able to pass opcheck three times following this issue. There was no patient involvement.